Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A leak in the system was suspected. A revision surgery was performed, and the balloon and pump were removed and replaced. The aus performed appropriately following the surgery. There were no further patient complications.